Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: unable to duplicate complaint of blank screen during investigation; pump powers up to the "verify" screen and is legible. Unrelated to the complaint, opened pump to inspect display screen; evidence of moisture due to battery compartment crack found internally on the display flex and under the display screen. Battery cap returned w/ pump; damaged stripped/torn threads. Battery compartment crack on the side of the battery compartment from the threads down to the case seal. Display is dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.